Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Initial reporter contact name - unknown.

Event description:
It was reported that the patient underwent a hip replacement surgery on (B)(6) 2006. Subsequently, a revision procedure was performed on (B)(6) 2013 due to an unknown reason.

Manufacturer narrative:
As no data are made available by the hospital the existence of the armd could not be confirmed and its cause could not be determined. A review of the manufacturing history records confirms no abnormalities or deviations reported.

Event description:
Biomet (B)(4) received preliminary clinical data from (B)(6), regarding revision procedures that occurred. It was reported that patient underwent right resurfacing hip arthroplasty on (B)(6) 2006. Subsequently, a revision procedure was performed on (B)(6) 2013 due to adverse reaction to metal debris (armd).